Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose below 39 mg/dl that was difficult to correct, then overtreated and developed hyperglycemia up to 387 mg/dl; glucose remained elevated for approximately two hours despite correction, after which the patient changed the infusion set, noted no visible leaking, kinks, or bent cannula, and later reported glucose at 287 mg/dl trending down while using an ilet system and oral glucose for treatment. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia, with the patient unable to confirm hypoglycemic symptoms. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.